Event description:
A community-based registered nurse reported a case involving a patient with a highly exuding, inflammatory ulcer on the left leg. Initially, the wound was managed with alginate dressing covered with superabsorbent dressing in combination with compression therapy. After approximately 15 days, exudate management was considered inadequate due to rapid dressing saturation. This 15-day period pertained to the initial treatment regimen and did not involve company¿s dressing. Due to insufficient exudate management, the treatment was changed to company¿s dressing covered with superabsorbent dressing and used in combination with compression therapy, with daily dressing changes. After three days of company¿s dressing use, during which three dressings were used, the nurse observed deterioration of the peri-wound skin, an apparent increase in wound depth, and increased local inflammation with erythema, raising concern regarding a possible reaction to the dressing. It was later clarified with a photograph reportedly taken prior to the introduction of company¿s dressing showed that peri-wound inflammation was already present before initiation of the dressing. As a precaution, company¿s dressing was discontinued and treatment was changed to alginate dressing, silver sulfadiazine cream, superabsorbent dressing, tubular bandage fixation, and compression therapy. Approximately one month later, the ulcer was reported to be no longer exuding, had significantly decreased in size, and no abnormalities of the peri-wound skin were observed.

Manufacturer narrative:
Device 2 of 3. E1: complainant street address: (B)(6). Based on clinical review of photos, lymphoedema is present and typically in practice for highly exudating wounds a pad/foam cover dressing is placed for greater absorption. Based on the available information, this event is deemed to be a reportable malfunction. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 1000317571.